Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2e 10.8mg plus blood collection tubes, there was one (1) tube with lipout of the tube body. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 28-oct-2026 investigation summary: bd received six samples and two photographs for investigation. Evaluation of the two photographs and six returned samples indicated tube lip out. Review of the device history record did not reveal any issues related to the reported defect. Additionally, a total of 100 retained samples were visually inspected, and no defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: lipout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e 10.8mg plus blood collection tubes, there was one (1) tube with lipout of the tube body. No adverse impact was reported regarding the patient or user.